Manufacturer narrative:
A ge service representative performed an on site investigation. The camera cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent camera error message attributed to a malfunctioned camera cable. A camera error message will result in the loss of a fluoroscopic image situation. There are no reports of patient injury or death associated with this event.